Manufacturer narrative:
The device is not available for evaluation. MDR will be submitted if any updates become available.

Event description:
Event occurred regarding a 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿, luer lock where it was reported that ICU medical 6 port manifold were leaking at tubing extension-bivalirudin noted to be variable in levels. Fibrin development inside vad pump.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was conducted, and no nonconformities were found that would have led to the reported complaint.